Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, pak needle was used to prep lumbar vertebral body. When surgeon tried to remove it the pak needle broke mid shaft. Surgeon determined that it was completely confined within pedicle and vertebral body and chose to leave it in patient rather than remove. No patient complications were reported per rep.